Event description:
Customer reported a hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 64 mg/dl. Customer treated with food. The blood glucose reading at the time of the event was 475 mg/dl. Customer was vomiting, thirsty and nauseated. Customer was sick for a couple of days prior to hospitalization. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.